Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The caller stated that the right side frame broke underneath rear arm socket.